Event description:
It was reported that when attempting to use the device on a pt, the device powered itself down. The ambulance then arrived and used a different device to shock the pt. The pt was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device, and verified the reported failure. Physio replaced the battery, and then observed proper operation through functional and performance testing. The device was returned to the customer for use.